Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, material, functional and dimensional analysis could not be performed as the device was not returned. A review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. According to the rep, the surgeon attempted to adjust the screw height with a 'stab-and-grab' driver just prior to rod placement. As the screw was inserted deeper, the screw shank broke just below the tulip. Trephines were used to attempt removal of the screw shank, resulting in extra removal of bone. The remainder of the screw shank could not be removed and was left in the patient. The tulip was not returned and was therefore unavailable for evaluation. The patient reportedly had hard bone. Inserting the screw in harder than normal bone likely compromised the structural integrity of the screw shank, resulting in fracture. H3 other text : device not returned.

Event description:
This report summarizes one malfunction event where the main body of a yukon oct polyaxial screw broke during insertion. Surgery was successfully completed with a 30-60 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation.

Event description:
This report summarizes one malfunction event where the main body of a yukon oct polyaxial screw broke during insertion. Surgery was successfully completed with a 30-60 minute delay. No adverse consequences or medical intervention were reported.